Event description:
It was reported that the device received error codes 571.6210 & 511.2010. There was no patient involvement.

Manufacturer narrative:
Additional information: g4, h3, h6, h10. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for sn (B)(6) was performed from date of manufacture 06/16/2010 to the present date 01/15/2021 and note that this device has been returned for service 2 times, 1 of which correlates to the customer reported issue or service repairs. Also, there were no production failures indicated on the source device.

Manufacturer narrative:
The investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the device received error codes 571.6210 & 511.2010. There was no patient involvement.

Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device received error codes 571.6210 & 511.2010. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they reconnected ferrite cable into power supply connector for 571.6241. No fault found for error 511.2010. Replaced broken right iui and rear case. Replaced contaminated left iui. Replaced etco2 door for it get stuck. A review of the device history record for sn (B)(4) was performed from date of manufacture 06/16/2010 to the present date 01/15/2021 and note that this device has been returned for service 2 times, 1 of which correlates to the customer reported issue or service repairs. Also, there were no production failures indicated on the source device. Based on the findings, service determined that the proximate cause of the reported issue was due to loose ferrite cable into power supply connector. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA. (B)(4) for iui damages.

Event description:
It was reported that the device received error codes 571.6210 & 511.2010. There was no patient involvement.